Event description:
The pt expired from an embolus which occluded the left anterior descending artery.

Event description:
The patient underwent a diagnostic coronary angiogram and ventriculogram. Upon removing the pigtail catheter out through the maximum introducer, the hub and sheath separated on the introducer, leaving the sheath portion in the artery. Manual pressure was applied for approximately 90 minutes to achive hemostasis. Arterial access was obtained in the contralateral side; the sheath section was grasped and removed. The patient expired at an unknown date; the autopsy report revealed no direct correlation between the reported event and the patient death.